Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 4 locked and would not open. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) checked the machine for debris and found a disconnected bus cable. The cable was reconnected, the debris cleared, and the fault was resolved. The system functioned as intended after the field service engineer (fse) resolved the issue.